Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a minicap transfer set which leaked resulting to peritonitis. The leak was found during use and the cause of the of the leak was reported to be a damaged twist clamp; further described as the ¿switch would not close tightly which led to leakage¿. On unreported dates, the patient experienced peritonitis and began treatment for the event with unspecified antibiotics intraperitoneally (doses and frequencies were not reported). On unspecified dates, patient¿s transfer set was replaced at the hospital and the patient was recovered. No further detail was provided regarding if the patient was admitted to the hospital for the event. Pd therapy was ongoing. No additional information is available.